Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: nc trek 3.5x12. Guide wire: sion blue, etna. Guide catheter: 7f hyperion. Stent: 4.0x15mm xience alpine. (B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported kink and leak were confirmed. The difficulty to position with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on the visual, dimensional, and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the coronary dilatation catheter, nc trek rx, global instructions for use states: note: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo 90% stenosed, mildly tortuous, mildly calcified, eccentric lesion in the left main (lmt) coronary artery and a mildly tortuous lesion in the left circumflex (lcx) coronary artery. A non-abbott guide wire was advanced to the lcx lmt and a non-abbott guide wire was advanced to the left anterior descending (lad) artery. Direct stenting was performed with a 4.0x15 mm xience alpine stent in the lm to lcx artery. Using the kissing balloon technique, a 3.75x12 mm nc trek dilatation catheter (bdc) was advanced to the lcx and slight resistance was met during advancement inside the guiding catheter. A 3.5x12 mm nc trek bdc to the lad for post-dilatation. The kissing balloon technique was performed. However, during the first inflation of the 3.75x12 mm nc trek bdc a leak was noted at 10 atmospheres at the guide wire port. A kink was also noted on the mid shaft of the device. The device was prepped outside the anatomy; however, it was not soaked prior to use and no anomalies were noted during preparation. The bdc was replaced with a non-abbott balloon catheter to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.